Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a threshold test, there were four beats before pacing was resumed after ending the test. As a result, the patient felt unwell, dizzy and experienced chest pain. After receiving oxygen, the patient was stable. No additional adverse patient effects were reported.